Event description:
It wsa reported that three lenses were dry upon receipt. This report refers to lens 3 of 3. Reference MDR # 1313525-2015-00710 for lens 1 of 3. Reference MDR # 1313525-2015-00711 for lense 2 of 3.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.